Manufacturer narrative:
Visual, functional, and dimensional inspection could not be preformed as the device was not returned. However, upon review of the provided photo, it was confirmed that the distal tip was bent. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Drills and awls are used to prepare the pilot hole. Using the instrument on harder than normal bone may have compromised the integrity of the distal tip. Repeated use over the lifetime of the instrument may have also contributed to the failure. H3 other text : device not returned for evaluation.

Event description:
It was reported that the tip of the cayman mi spring loaded awl bent intra-operatively. The awl is used to prepare the bone for placement of screws. The surgeon did not elect to use or did not have on hand a back-up instrument to prepare the second screw hole. The cayman united two-hole plate and cascadia interbody were implanted but only one of two securing screws was placed. No adverse consequences to the patient have been reported and the surgeon does not plan to re-operate at this time. This record captures the deformed cayman mi spring loaded awl.

Event description:
It was reported that the tip of the cayman mi spring loaded awl bent intra-operatively. The procedure was not completed successfully as the plate screws were unable to be implanted due to this event. No adverse consequences were reported at this time.